Manufacturer narrative:
This report is submitted on september 06, 2023.

Event description:
Per the clinic, the patient experienced recurrent infection at abutment site and subsequently was treated with topical steroid and topical antibiotics (specific date and duration not reported).